Event description:
Information received from the distributor via a manufacturer representative regarding multiple devices used for spinal therapy. It w as reported that the instrument has difficulty adjusting the arm, it doesn't lock securely and comes loose, which creates a deficiency in its use. There was no patient involved in this event. There were no further complications reported regarding this event.

Manufacturer narrative:
H3: product analysis of part # 9561524, lot # my20f001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The internal locking mechanism seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.